Manufacturer narrative:
The account replaced the pendant to repair the bed.

Event description:
The account alleged that the pendant cable is pulled out of the pendant body exposing a bare metal wire.